Manufacturer narrative:
Year of birth is in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to poor environment or source of water. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, route and frequencies were not reported for peritonitis. Four days after the onset, antibiotic treatment was stopped and the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.